Event description:
It was reported by service report that the bed was stuck in the highest height position, and could not be lowered. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: the lift hi/low limits had been lost.